Event description:
It was reported that black material and "silicone tip" came out of the tip and deposited into the knee.

Manufacturer narrative:
A visual examination was performed on the returned product. Proximal end: pits on fiber surface and gross particles inside proximal end. Optical sleeve is broken and pieces of glass are missing. The fiber is recessed .006". Distal end: fiber tip is fractured off from distal end at the shaft bend near 30 degree area. The metal shaft at distal tip is carbonized, and at the second hole, near 30 degree curve, the high temperature epoxy is burned/black (should be dark amber color). The shaft is bent 30 degree . Retrieved fiber: customer sent retrieved piece: .650". No fiber, just buffer was returned. It is burned and has a black residue. Possible cause: reused device not inspected/improperly inspected under magnification according to instructions for use/reuse; omni multiuse handpiece and fiber assembly not inspected/improperly inspected under magnification according to instructions for use/reuse; device used beyond end of useful life.